Event description:
The attorney alleges, the patient was injured when the pump "demonstrated defect/damage when it failed to work properly". The pump was "defective and/or inappropriate for the designed use because, it would malfunction, fail distribute medication appropriately, administer overdoses/underdoses, and other malfunctions". As a result, the patient suffered bodily injury and resulting pain and suffering, disability, disfigurement, mental anguish, loss of capacity for the enjoyment of life, expense of hospitalization, medical and nursing care and treatment, loss of ability to earn money, and aggravation of a previously existing condition. The drug in the pump at the time of the event was unknown.

Manufacturer narrative:
Product ID 8840, lot# unknown, product type programmer, physician product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type catheter product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter.